Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced occlusion and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 28 year old male patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation; however, medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava and occlusion. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3, h6(method). H11: b5, d4(product catalog no), h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation. Therefore, the investigation is inconclusive for the alleged occlusion of the ivc filter and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unk eclipse vena cava filter allegedly occlusion and perforation. The information was received from a single source. One patient was involved with no reported patient injury. Age, gender and weight of the patient was not provided.